Manufacturer narrative:
(B)(6). Prismaflex hf20 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to provide continuous renal replacement therapy (crrt) to treat low weight ((B)(6)) and low blood volume patients or patients who have acute renal failure, fluid overload, or both, and who cannot tolerate a larger extracorporeal circuit volume in an acute care environment during the coronavirus disease 2019 (covid-19) pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two (2) units of a prismaflex hf20, the one way luer lock for the syringe was observed to have a crack allowing blood to flow into the heparin syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two devices were received for evaluation; however, one device only included the syringe with the check valve. Visual inspection of the first sample did not identify any abnormalities. An air leak test was performed, and no leak was observed. The check valve of the anticoagulant line was not damaged. The reported condition the first sample was not verified. Visual inspection of the second sample showed the check valve was cracked. The reported condition of the second sample was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.